Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to the implantable pulse generator (ipg) reaching end of life. During procedure it was decided to downgrade to a single chamber device as the patient was in chronic atrial fibrillation. However near the end of the procedure it was noted that the right ventricular (rv) his bundle lead exhibited high threshold and was unstable. A second pacing lead was implanted and both leads were plugged into a dual chamber ipg. No patient complications have been reported as a result of this event.